Event description:
When the gdc 18-2d 2-diameter synerg detection circuit was inserted into a reneage 18 catheter, unraveling was felt. The subject device was removed with the microcatheter and it unexpectedly detached. No complications with the pt were reported to have occurred during this event.